Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 2 months 1 day after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("intestinal problems"), back pain ("back pain"), fatigue ("general fatigue"), iron deficiency ("iron deficiency"), headache ("headaches"), affective disorder ("mood nos") and feeling abnormal ("uneasiness"). The patient was treated with surgery (essure removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, gastrointestinal disorder, back pain, fatigue, iron deficiency, headache, affective disorder and feeling abnormal outcome was unknown. The reporter provided no causality assessment for abdominal pain, affective disorder, back pain, fatigue, feeling abnormal, gastrointestinal disorder, headache and iron deficiency with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain - analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.